Event description:
Customer's wife reported that the customer passed away due to an auto accident. Customer was wearing an insulin pump at the time of the accident. Customer's wife agreed to return the insulin pump to medtronic. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.